Event description:
It was reported that when the patient presented in clinic for a follow-up, oversensing was observed. Fluoroscopy revealed possible kinking of the lead. The lead was capped and replaced. The patient was doing well post-procedure.